Event description:
The report we received from our affiliate indicated that during a pta procedure, the balloon burst at an unk pressure. As per the reporting affiliate, no additional pt or procedural info is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.